Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 using the pod 5 / page 53 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient woke up feeling tired and reported that the cannula and needle did not deploy properly, indicating a needle mechanism failure had occurred. The patient's blood glucose (bg) levels had reached 26 mmol/l (468 mg/dl) after wearing the pod between 4 and 24 hours on the arm. Patient also reported that the pink slide insert did not move into the viewing window. This further indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, a new pod was activated.

Manufacturer narrative:
The device was received with the cannula not deployed. During the investigation, the ratchet gear was manually advanced and the cannula assembly successfully deployed. No issues were seen with the device. Based on the investigation the device functioned as intended and was deactivated before running enough pulses to deploy.